Event description:
During an in-clinic follow-up, the device was not able to be interrogated with radio frequency (rf) telemetry. It was possible to interrogate with inductive telemetry, however the interrogation was slower than expected. No intervention has been performed. The patient was stable.